Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported she received an alarm on the insulin pump indicating the force sensor system was compromised. Customer's blood glucose was 506 mg/dl on the morning of this report and she treated with the insulin pump. The drive support cap appeared normal and customer did not press it while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.